Event description:
It was reported that during a percutaneous coronary intervention procedure, balloon damage was noted. The 90% stenosed lesion was located in a severely calcified and moderately tortuous proximal right coronary artery. The 2.5x12mm maverick2 monorail balloon did not cross the lesion. The balloon was removed outside the body and it was found to be damaged. "The balloon damage was like the balloon had ruptured." The balloon was removed intact. The procedure was completed with a different device. The pt status is listed as good with no complications reported.

Manufacturer narrative:
(B) (6). It is indicated that the device will not be returned for evaluation as it has been disposed of; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).